Event description:
The customer initially called to report that he had low blood glucose. The blood glucose levels were 42, 57 and 50 mg/dl throughout the phone call. The customer was very incoherent during the phone call and didn't want to cooperate. The paramedics were called to the customer's home and the customer was treated.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.